Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50 cm.

Event description:
A report was received that the patient was experiencing a shocking sensation when using the device. It was also reported that the patient's low back pain was radiated down to the right leg and foot with numbness and tingling sensation. The patient had also right shoulder pain with weakness. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a shocking sensation when using the device. It was also reported that the patient's low back pain was radiated down to the right leg and foot with numbness and tingling sensation. The patient had also right shoulder pain with weakness. The patient will undergo an explant procedure.